Manufacturer narrative:
A review of the device history records has been requested. The device was received, the investigation is in progess, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure to implant a cannulated tibial nail on (B)(6) 2018, while drilling for the cannulated connecting screw on the proximal portion of the nail, surgeon had to wiggle the drill in order to get the drill bit to pass through the nail. The aiming arm, insertion handle, drill sleeve, and protection sleeve were reported to have contributed to the alignment difficulty. No devices were broken but the nail was hit. Surgery was completed successfully with no delay. This report is for one (1) 8.0mm/4.2mm drill sleeve this is report 4 of 7 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part: 03.010.065 , lot: 8888499 , manufacturing site: haegendorf , release to warehouse date: 15.may.2014 . The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional ans visual criteria at the time of release with no issues documented during the manufacturing process review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition customer quality conducted an investigation of the returned device. Device use: the returned insertion handle is a reusable instrument in the suprapatellar instrumentation for titanium cannulated tibial nails system which is part of the expert nailing system with radiolucent instrumentation. Instructions for use can be found in technique guide. Customer quality investigation: investigation flow: functional and damage-visual appearance not as expected: device condition: visual and functional inspection performed at customer quality (cq) identified slight flaring at the slotted proximal shaft features which could be the result of consistent usage. No further visual defects were identified. No issues with the drill sleeve functionality was noted. Furthermore, no mating issues were noted when the sleeve was used with the protection sleeve when set as a construct with the returned devices (aiming arm, protection sleeve, insertion handle and connecting screw). Also, when assembled as a construct with the returned devices, the given sleeve was observed aligned to the nail positioning axis range. However, as not all components (including nail and drill) that goes with the complete construct were returned, the given complaint condition is not able to be replicated. Furthermore, with no alignment issues noticed on the drill sleeve the complaint condition was not confirmed. However, with the flared features identified on the proximal features, the overall complaint condition was confirmed. The returned device complaint condition does not agree with the complaint condition of misalignment but was found to be flared; therefore, the overall complaint condition was able to be confirmed document specification review: the following drawings were reviewed, and no design issues were noted: drill sleeve drawing: dimensional inspection was performed on below features measured within the specification except for the slotted gap feature. The out of specification dimension on the slotted gap feature is due to post manufacture damage. Outer diameter protection sleeve contact surface: measured: 8.0 mm; drawing specification 8.05 mm +0 /-0.05 inner cannulation for drill: accepted gage pin: 4.3 mm; drawing specification 4.3 mm +0.05/-0 gap between slotted edges at proximal sleeve portion: measured 3.76 mm; drawing specification 2.5 mm +/- 0.1 review of the device history record showed that there were no issues during the manufacture of this product which would contribute to complaint condition. A definitive root cause could not be determined based on the provided information. Conclusion: the complaint condition was confirmed. However, during the investigation, no product design issues or manufacturing discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
Update 12/04/2018: adding the concomitant part; it was reported that there was a drill used with no allegations. Modified event description: it was reported that during a procedure to implant a cannulated tibial nail on (B)(6) 2018, while drilling for the cannulated connecting screw on the proximal portion of the nail, surgeon had to shake the drill so the drill bit to pass through the nail. The aiming arm, insertion handle, drill sleeve, and protection sleeve were reported to have contributed to the alignment difficulty. No devices were broken but the nail was hit. Surgery was completed successfully with no delay. Patient outcome is unknown. Concomitant device reported: unknown drill (part # unknown, lot # unknown, quantity 1) . This complaint involves seven (7) devices.